Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Additional information received identified the event occurred during the beginning of a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The equipment was passed through the port into the working channel when something was felt in the channel. During troubleshooting, the biopsy port and valves were switched out to no avail. No patient injury occurred due to this event. There was minimal delay as there was another ercp scope ready to go which was set up quickly and the procedure was resumed and completed with no additional issues. Per the customer, the scope and valves were replaced at the beginning of the procedure. Pre-cleaning is being performed immediately after a procedure per the manufacturer guidelines. The endoscope is being leak tested prior to manual cleaning per the manufacturer guidelines. There was flushing of air into the channel of the endoscope. The scope is being stored in the scope closet. There was no visual deformation noted on the bending section of the scope. The device is reprocessed by automatic reprocessing. It is unknown what was stuck inside the scope. The definitive root cause of the reported event could not be established. It is presumed from the investigation that the suggested event was not due to the scope itself. There was no report on abnormality of the scope. Performance of reprocessing is possible to be secured by conducting inspection and reprocessing in accordance with instructions for use (IFU). From this, it is presumed that the suggested event was due to insufficient reprocessing by the user, remained residues lodged/adhered to. Per the device IFU (reprocessing manual): "1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (B)(4), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. Brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk". Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the boroscope found foreign material at the bending section by the biopsy channel. Foreign material was also found at the k-lever and forceps elevator. Additionally, dents, cracks and scratches were found at the distal end plastic cover/control body. Cracks and scratches were also found at the insertion tube. Additionally, a tiny chip (not affecting image) was found at the objective lens and peeling on the cement of this component. There was a clog at the suction flow. Minor dents and scratches were found at the light guide tube. There was also non-smooth operation of the guide wire and catheter movement was too light related to foreign material. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during a procedure, the brush was getting blocked by an obstruction when administered the down scope. Attempts to dislodge the obstruction were unsuccessful. Additional information is unavailable at this time.